Event description:
It was reported to philips that the allura device would not boot up. The device was inside clinical use at the time of the event. No patient harm was reported. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the planned treatment was proceed when the issue happened. The proceed aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that system cannot boot up. Upon functional test fse found device could not be turned on and discovered that it had no power so reconnected the power cable. After reconnected the power cable, system was returned to use in good working order. The codes were updated based on the investigation outcome.